Event description:
It was reported that the patient had an increase in seizures prior to generator replacement. The generator has been received but product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Generator analysis was approved on 1/28/2022. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.there were no performance, or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.